Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleges that the anesthesia breathing circuit was in use. The patient had airways trouble and began to desaturate, the doctor made the decision to reintubate the patient, so removed the breathing circuit. When he went to reattach the breathing circuit the breathing circuit had become disconnected. The doctor had to reassemble the circuit before bagging the patient.